Event description:
Event description guidant received information that upon viewing surface electrocardiograms during a pacemaker replacement procedure, no pacing output was observed upon inserting the chronic lead into the header of this device. The pacemaker, which was not impacted by recent communications, was suspected to be affected by the safety notifications involving this model device and was not implanted. A competitor's model was successfully placed. The attempted device was interrogated by ous guidant representatives six days later and pacing markers were observed. The device was returned to guidant for analysis.